Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 , a computated tomography (CT) scan revealed that the filter had tilted laterally to the right and there was anterior tilting. Apex of filter does contact antero-lateral wall of inferior vena cava (ivc) on right. Apex is located approximately 20mm distal to left renal vein origin. All 6 struts do protrude beyond wall/lumen of ivc. 3 anterior struts extend beyond wall of ivc approximately by 6mm. Anterior strut partially extended into small vein and remainder of struts do not appear to definitely involve adjacent organs. It was further reported that the 3 most posteriorly positioned struts extend beyond the lumen of the ivc by approximately 4 mm each. The apex of the ivc filter does not appear to protrude beyond the wall of the ivc. No abnormal fluid collection is seen about the ivc.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 , a computed tomography (CT) scan revealed that the filter had tilted laterally to the right and there was anterior tilting. Apex of filter does contact antero-lateral wall of inferior vena cava (ivc) on right. Apex is located approximately 20mm distal to left renal vein origin. All 6 struts do protrude beyond wall/lumen of ivc. 3 anterior struts extend beyond wall of ivc approximately by 6mm. Anterior strut partially extended into small vein and remainder of struts do not appear to definitely involve adjacent organs.